Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly become a non user of the device. Device testing was within normal limits. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing tinnitus with and without device use. The recipient was prescribed steroids (type unknown). Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made and the recipient's issues reportedly resolved. The recipient is using the device. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly not using the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly completed steroid treatments as well as a round of gabapentin which did not alleviate symptoms. The recipient is presenting with headaches with device use. Programming adjustments were made, however the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.